Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: today, we have had 3 separate occurrences with the above product no retracting the needle when nursing staff went to start an i.v. On a patient. The lot#: is seemingly the same on all of them. The lot#: is 2235211.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: today, we have had 3 separate occurrences with the above product no retracting the needle when nursing staff went to start an i.v. On a patient. The lot# is seemingly the same on all of them. The lot# is 2235211.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-dec-2022. Investigation summary: bd received eighteen 22 gauge insyte autoguard devices from lot 2235211 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer checked the tip adhesion on each device to ensure that it was properly broken and found that each device's tip adhesion was properly broken. Finally, the engineer attempted to retract each device. Each device retracted successfully with no resistance, delay, or failure observed. Therefore, based off the visual inspection and testing the engineer was not able to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined for this incident.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: today, we have had 3 separate occurrences with the above product no retracting the needle when nursing staff went to start an i.v. On a patient. The lot# is seemingly the same on all of them. The lot# is 2235211.